Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. A revision procedure was performed on (B)(6) 2013 and the femoral stem and head were removed and replaced and cables were implanted. A second revision procedure was performed on (B)(6) 2014 and the femoral head and acetabular liner were removed and replaced due to unknown reasons. A third revision procedure was performed on (B)(6) 2014 to remove components and implant cement spacer molds due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 10 of 10 mdrs filed for the same patient (reference 1825034-2014-04993/04497 & 04499/04503).